Event description:
It was reported that in (B)(6) 2009, a patient underwent stenting in the left internal carotid artery with the acculink stent after a failed carotid endarterectomy. On (B)(6) 2010, the patient returned with in-stent restenosis of the acculink stent. An emboshield nav6 was advanced through the acculink stent and pre-dilatation was performed with a 4x20 viatrac balloon. The xact stent was advanced to treat the in-stent restenosis; however, it could not be positioned for stent deployment. The emboshield nav 6 recovery catheter was advanced to retrieve the filter, but was unable to cross through the acculink stent. Reportedly, the tech inadvertently pulled the emboshield nav6 wire and the open filter was removed through the acculink stent with no adverse patient effects. The acculink stent remained in place. A 5x20 viatrac balloon was used to dilate the in-stent restenosis a second time. After balloon angioplasty, the patient experienced hypotension that required treatment with vasopressors. Post procedure, a cerebral angiogram found a contrast leak in the left middle cerebral artery m1 segment, which was distal to the end of the guide wire placement. Due to the location of the leak, it was not possible to treat it.

Manufacturer narrative:
(B)(4) - incorrect removal, (B)(4). The rx acculink stent indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. F/u report will be submitted with all relevant info. Eval summary: initially, the physician did not think the contrast leak was related to the emboshield nav6 guide wire, but retrospectively feels it is possible that the guide wire caused the perforation. Approx 45 minutes post procedure, while in the CT scan, the patient's status deteriorated, requiring intubation, and was pronounced brain dead upon admission to the intensive care unit. A CT scan showed a large subarachnoid hemorrhage. It was suspected that the patient had a seizure associated with the bleed and a brain herniation. Protamine was given to reverse the effects of the intraprocedural heparin and the patient was given dilantin for the seizure. The patient was on supportive care until the patient's family changed the patient's status to a do not resuscitate or no code. The patient was taken off life support and expired on (B)(6) 2010. No add'l info was provided.

Manufacturer narrative:
(B)(6). The device was not returned. There are several possible causes for difficulty advancing the retrieval catheter, including, but not limited to, damage to the delivery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. It may be possible that the difficulty advancing the retrieval catheter is due to interaction with the restenosed acculink stent. Since it was reported that the filter was inadvertently pulled through the acculink stent and was retrieved from the anatomy, it should be noted that the nav 6 instruction for use states: if the filtration element moves into the stented segment prior to retrieval, do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed. It is not known if pulling the open filtration element through the stent may have caused or contributed to the reported perforation and patient effects. The reported patient effects of perforation, hemorrhage, seizure and death, are listed in the product IFU as known potential adverse effects. A review of the finished device lot history record did not reveal any related nonconforming material records for this lot. Overall, a conclusive cause for the reported patient effects and relationship to the product, if any, could not be determined. However, the reported difficulties advancing appear to be related to case difficulties and there is no indication to suggest a product related deficiency.

Event description:
It was reported that the pt's stimulator was removed due to a lead fracture. The pt stated "they put a pump in the same pocket as the neurostimulator." MFR database suggests the pt had a neurostimulator replaced with a neurostimulator on (B)(6) 2006. A pump was replaced on (B)(6) 2008. A f/u report will be provided should add'l info become available. Refer to MFR report #3004209178-2010-09662 for subsequent device info.